Event description:
Towards the end of the robotic cholecystectomy case, the surgeon was using the anchor brand tissue retrieval system ref: trs-robo-8 size 8mm to extract the gallbladder from the abdomen. The spring on the device malfunctioned by staying fixed in the opposite direction that it was supposed to be in. The spring damaged the plastic on the device and increased operating room time by five minutes.